Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported, that the patient had high blood glucose level (973 mg/dl) due to bent cannula. The patient was hospitalized for diabetes ketoacidosis and received insulin via intravenous route which resolved the issue. The infusion set had been in use for one day. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.